Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. During the evaluation of the device, there was leaking found coming from the pump. The pump was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a leaking motor down to the fan. There were no reported adverse events.